Manufacturer narrative:
Date of event and therapy dated are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete device information. Further information was requested but not received. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer reference number: 1627487-2020-23746. Related manufacturer reference number: 1627487-2020-23747. It was reported that the patient experienced ineffective therapy since (B)(6) 2017. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the entire system was explanted to address the issue. During the explant procedure a portion of one the leads remains in the patient (reference related manufacturer reference number: 1627487-2020-23749 and 1627487-2020-23750). The leads were implanted in 2014. Exact implant date unknown.

Manufacturer narrative:
Additional information: per the product return, it was concluded that the returned leads are model mn20450-90a. Hence, d1 - brand name and d4- model number were updated. D6 - date of implant. Corrected data: h3 - device evaluated by manufacturer: "yes" was selected in error rather than "no" in initial report. The reported ineffective stimulation was not confirmed. The lead was returned cleanly cut in 2 pieces. No anomaly was observed that existed before explant that would contribute to the issue was observed. Continuity testing passed on all channels of each lead segment. The root cause of the issue could not be determined